Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. The pump was returned on 1/24/2024 and tested on 2/23/2024. The pump was tested with every step in it-004-wi-003 since the reported issue was unknown the results are below: the event log was reviewed, and it was found that there was an abrupt power off during an infusion. This is seen by the back to back log_event_on without a log_event_off on lines 30 and 31.between them on lines 30 and 31. The pump then an 100 ml infusion and no other issues were found during testing. The reported unknown complaint is actually a power issue that was discovered during event log review.

Event description:
The original complaint had an unknown issue. However, the pump was returned on 1/24/2024 and tested on 2/23/2024. The evaluation finding was stated in section h10 of this MDR.